Event description:
It was reported that an alert was observed for this right atrial (ra) lead of atrial automatic threshold detected as greater than programmed amplitude or suspended. Technical services (ts) reviewed noting the trend right atrial automatic threshold (raat) test has been erratic from 4volts to 0.4volts. This patient is zero percent atrial paced and ts stated to consider turning this off. This ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).